Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported to an company representative that a trocar broke during a surgical procedure. Patient involvement and impact is not known. The product sample was not retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The date was blank in the previous medical device report which was sent on (B)(6) 2017. The correct date was (B)(6) 2017. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
On (B)(6) 2017 12:10 am. Additional information provided in device evaluated by MFR. No sample has been returned for evaluation for the report of broken trocar; therefore, the condition of the product could not be verified. Photos of the custom pack and the returned product are attached to the parent complaint and have been reviewed by the investigation site. The hub can be seen detached from the cannula. The lot and product information in the photo match what was reported. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. No sample was returned and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, therefore, the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).